Manufacturer narrative:
The manufacturing location for this product is (B)(6). (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 had leakage from "the back of the spike". Although there was a leak, there was no exposure to harmful chemicals by any of the staff. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: since only picture of the sample was available, investigation was based on the picture and user description of the event. DHR of the lot reported contains results of the testing and all samples from this lot passed the test. Test is designed to detect leakage. And also all other tests were conformal. DHR file of the tube was also reviewed for possible explanation of the defect reported and no ncr-s raised during manufacturing of the tube. 1. Probable root cause for this defect is molding issue with the spike component where one side of the spike becomes thinner and creates a hole on that side. (Mps-18-1254-sa) 2. Probable cause is lack of solvent on tube where dispenser did not apply enough solvent to make tight seal. This is an isolated incident. CAPA was not opened.

Event description:
It was reported that bd phaseal¿ secondary set c61 had leakage from "the back of the spike". Although there was a leak, there was no exposure to harmful chemicals by any of the staff. No serious injury or medical intervention was reported.